Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and found no issues with the cell-dyn ruby analyzer (serial number (B)(4)) except for the fans at the rear of the analyzer not working. The fse replaced the fans and returned the non-working fans for further evaluation. The returned fans were verified as non-operable. Further investigation found that the coil resistance (measured in ohms) for both fans were out of specifications. It is most likely that the smoke seen coming from the analyzer at the customer site was due to the accumulation of dust observed inside the returned fans rubbing on the fans' inside bearings, which in turn caused excessive coil current overheating and damaging the fans. The cell-dyn ruby operations manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists. Based on the investigation, the complaint incident was specific to this cell-dyn ruby analyzer, serial number (B)(4), and the overheating of the two returned fans.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported smelling smoke then seeing smoke coming from the cell-dyn ruby analyzer. The customer requested a service call. An abbott field service engineer (fse) visited the customer site to inspect the analyzer. No evidence was found to account for the smoke seen by the customer. The fse did find that the fans at the rear of the analyzer were not working. No injuries or damage to the surrounding laboratory environment were reported.